Event description:
Starting last friday, we have discovered that the sterile angio packs being supplied to our department from cardinal health are possibly contaminated. We have opened 11 packs with various lot numbers that have actual fingerprints on the sterile solution bowls. All lot numbers are recorded and have been reported to the vendor and infectious disease. We are holding the bowls at the vendors request. Pt code: 4582. Device code: 2969. Reference reports: mw5176388, mw5176389, mw5176390, mw5176391, mw5176392, mw5176393, mw5176394, mw5176395, mw5176397, mw5176398.